Event description:
The patient was initially treated for an abdominal aortic aneurysm on (B)(6) 2022 with the implant of an alto abdominal stent graft system. Routine follow-up at approximately 3 and 4 years past the 30 day baseline conducted computed tomography scans that have identified progression of caudal (proximal) movement approximately 8-14mm (respectively) when compared to baseline imaging. The patient is being monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been received as part of an internal clinical study awaiting further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.